Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty flushing the catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. Microscopic inspection of the sample confirmed the presence of blood residue within the sample but was otherwise unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the red-luered lumen to be patent to infusion and aspiration with no observed leaks. The white-luered lumen was initially partially occluded by blood products, but flushed unremarkably following clearance of the blood products. Following clearance of the blood products, the effort required to flush both lumens was comparable to that required for a similar non-complainant device. The observed resistance to infusion was caused by accumulation of blood product residue within the white-luered lumen. Normal catheter function was restored following clearance of those blood products. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that "insertion is not working to its optimal performance and the flushing is not working as well, highly impactful to users workflow, user reporting when removing than placing an exchange over a wire to make sure it was a "red". Also reporting the "over introducer" exchange, white lumen would not flush or draw. User is burning through another tray to get another catheter and introducer."

Event description:
It was reported by the customer that "insertion is not working to its optimal performance and the flushing is not working as well, highly impactful to users workflow, user reporting when removing than placing an exchange over a wire to make sure it was a "red". Also reporting the "over introducer" exchange, white lumen would not flush or draw. User is burning through another tray to get another catheter and introducer."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx5484 showed no other similar product complaint(s) from this lot number.